Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the reservoir compartment of the insulin pump was cracked and the customer was receiving a no delivery alarm due to a component not clicking into place. It was stated the resrevoir compartment o ring did not fit correctly. The customer was advised to discontinue use and revert to a back-up plan. Her blood glucsoe was not known. Nothing further was reported.